Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted in the patient¿s left kidney about a week prior to (B)(6) 2014. According to the complainant, two or three days after the stent was implanted, the patient experienced kidney and flank pain and had increased bleeding associated with port wine colored urine. It was reported the patient experienced the pain and bled for five days. On the seventh day post-op, the patient found the stent had migrated partially out. The stent was removed on (B)(6) 2014 and the patient is no longer bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted in the patient's left kidney about a week prior to (B)(6), 2014. According to the complainant, two or three days after the stent was implanted, the patient experienced kidney and flank pain and had increased bleeding associated with port wine colored urine. It was reported the patient experienced the pain and bled for five days. On the seventh day post-op, the patient found the stent had migrated partially out. The stent was removed on (B)(6), 2014 and the patient is no longer bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of march 8, 2014. Received confirmation that the patient still has pain in the kidney, flank, and groin even if the migrated stent has been removed. The patient had a nuclear kidney scan to see where the obstruction is.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.